Event description:
The customer stated that they had a power outage and the central monitoring system (cns) lost power. The user restarted the unit but it was not functioning correctly, so the unit was restarted once again and that is when the unit blue screened and failed. MFR 8030229-2015-00015.